Event description:
It was reported that four or five days prior to the report, the patient presented in the emergency room (ER) with a loss of bowel and bladder function. A MRI was done but it did not capture the catheter tip and the patient was sent home. The patient presented back in ER with paralysis, another MRI was done and an inflammatory mass was confirmed. The catheter tip was removed (B)(6). The next day the pump was refilled with a lower concentration of dilaudid. The patient¿s status was alive with injury at the time of the report. The pump was delivering dilaudid. It was later reported that the patient was transferred to another facility for rehab. The patient has weakness in bilateral lower extremities with some sensation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056643r, implanted: (B)(6) 2000, product type: catheter. (B)(4).